Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One osseotite® implant 3.75 x 13mm (oss313) and one osseotite xp® implant 4/5 x 13mm (os4513) were returned for investigation as part of a two point bridge. The restorative components were not reported, and are not included in this investigation. Visual inspection of the as returned product identified that both implants are fractured horizontally across the threads. The bottom threaded regions were not returned for inspection. No pre-existing conditions were noted on the per. The reported implants were located on tooth sites 46 and 47 (fdi) and used for approximately 14 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Review of appropriate documentation: documents reviewed: p-iis086gi rev. H - 07/2021; potential adverse events; page 3. DHR review: (oss313): DHR review was completed for the subject lot number (554707). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: (oss313): complaint history review was performed for the reported lot number 554707 for similar event and no other complaint was identified utilizing keyword(s) fracture : implant. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product utilizing keyword(s) fracture: implant. Post market trend review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event(s) (implant fracture) or product (oss313). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event unknown / not provided. Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided. Email unknown / not provided.

Event description:
Doctor reported implant fracture at tooth sites 46, 47.